Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robotic-assisted esophagectomy procedure on an unknown date, and "the device shut down." Further assessment found "as the device shut down, it is presumed that there was a decrease in pressure. After initiation of pneumoperitoneum, the device shut down after one hour. It was then restarted, and five hours later, a second shutdown occurred, after which the device was replaced with another unit (airseal). The replacement unit also displayed a calibration error message and was subsequently replaced with a different device. No alarms were observed prior to the shutdown." The procedure was completed "without issues", with the use of an alternate airseal device. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.